Manufacturer narrative:
Device not returned to manufacturer. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a driver tip twisted while inserting an iliac screw. During the same procedure, the tip of a separate driver twisted while inserting a thoracic pedicle screw. This is report one of two for this event.

Manufacturer narrative:
The driver was not returned and photos were not provided, so an evaluation was unable to be performed. Therefore, no results are available and the cause cannot be determined. The lot number was not provided so the DHR was not able to be reviewed. The labeling was reviewed and found to contain instructions regarding screw hole preparation and screw insertion. Reference report 3012447612-2018-00751.

Event description:
It was reported the tips of two drivers twisted while installing screws during surgery. An alternative driver was used without reported patient impacts. This is report one of two for this event.